Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call that they experienced a low blood glucose value of 54 mg/dl. Customer other blood glucose value 137 mg/dl. Customer declined trouble shooting for low blood glucose however they was treated with carbohydrate. The device will not be returned for analysis.